Event description:
Baxter service reported that the "stop" key on the pump head module keypad does not work. This event occurred during service by baxter. There was no pt injury or medical intervention necessary according to the facility representative. This pump contains user interface module master software version 5.09.90 which is categorized as a remediated colleague 2006 pump. There is no other info available.

Manufacturer narrative:
Baxter service depot reported that the "stop" key on the pump head module keypad does not work. The pump head module keypad was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated.